Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
The customer reported a ventilator with an occlusion alarm, carbon dioxide detection alarm, and minute volume alarm. There was no patient involvement or harm.

Manufacturer narrative:
G4:12dec2020, b4:14dec2020 . The remote service engineer (rse) confirmed the reported issue. Multiple attempts were made to obtain additional information on the event and for repair/service of the device that have been unsuccessful. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30dec2020 b4: (B)(6) 2021. The gas delivery system (gds) was returned for analysis. Customer complaint verified. Root cause was failure of airflow sensor, caused by u1 drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.